Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. The fse reviewed the log file and found generator errors. Upon further troubleshooting, the fse identified that the point (power inverter certeray) and hivo (high voltage transformer) at the generator are defective. The fse replaced the point certeray and hivo transformer. The defective parts were returned for further analysis. The analysis of the point certeray identified that the fuses f8002 and f8003 on the control pcb (printed circuit board) were defective. The cause of the hivo transformer failure could not be conclusively determined by the supplier's part analysis, however the replacement of the hivo transformer and point certeray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.